Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and caller confirmed understanding of instructions.